Manufacturer narrative:
Evaluation summary: the condition of fail code 500 was observed in the event history but could not be duplicated. No action was necessary. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility representative reported an infusion pump with failure code 500 during patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.